Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultralink meter did not turn off. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2014 at 11:40 am. The patient manages her diabetes with an insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "heart racing, nausea, dizzy and sweaty" 20 seconds after the alleged meter issue began; however, she denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, the issue was not resolved with education about the auto-shut off feature, the screen displayed the apply sample message and the meter did turn off when the power button was pressed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): as the patient's reported symptoms developed "20 seconds" after the alleged meter issue beginning, it's safe to assume the patient was already symptomatic prior to the alleged meter issue beginning. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 4/20/2015 device evaluation:the lay user/patients meter has been returned on 3/31/2015 and further evaluated by lifescan product analysis on 4/7/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.